Event description:
It was reported that the pt had an arm pain after the chemotherapy was finished. Soon fluid outflow was found and the catheter was removed. The catheter was found nearly broken at the 2 cm from the puncture site. Local treatment was conducted on the leakage site but the symptom did not turn better.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.